Event description:
The patient¿s pump was removed on (B)(6) 2015 due to infection. It was unknown what drug the pump contained. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had surgery in (B)(6)2015 and again a few months later after they had to remove it and reinsert it. The patient had been through too much already since 1994. Patient said that the hcp was superb until the surgery for the pump changed to a more streamlined surgery going from 4 hours to 1. Patient had about 6 stimulators and 5 to 6 morphine pumps since 1994 and the patient healed great until they streamlined the surgery and said it was better. The patient had surgery with the healthcare professional (hcp) and the patient with a brace on his tummy, bleeding from a tube. They sent the patient home bleeding. The patient had to be seen by different hcp 3 times to drain the bloody fluid from his tummy and the patient got an infection and was admitted back in the hospital again for 2 and a half weeks filling the patient full of antibiotics. Then, they reinserted the pump in another spot in the other side if the patient's tummy and the patient looked like the patient was pregnant. This time it didn't bleed. The patient had ballooned up to 230 pounds too now when the patient weighed quite a bit less before the surgeries took place. Patient reported "what can I do here to fix this mess and compensate my pain and suffering". The hcp's streamlined surgery cut too many corners and the patient got hurt. The patient had started a case against them .the patient got a new hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had the 1st pump surgery in early 2015 where she woke up bleeding with binder on. Patient wanted to stay until bleeding issue was resolved but they said no. Patient was seen by the healthcare professional 3 to 4 times after 1st surgery to remove the bloody fluid from her stomach. Patient ended up with infection leading to 2 1/2 more weeks in hospital and removal of pump. Bleeding was resolved but surgery event was not resolved. Patient had a pending case against the healthcare professional and different hcp pending further investigation when she submitted the surgery notes to the medical board. Patient was not kept safe. Patient had it seemed nothing but discomfort since and new pump was inserted in a very uncomfortable place. She gained a lot of weight and felt bloated all the time. The pump was taken out and new one was put in 3 months after old one was removed. It was probably returned to the manufacturer already. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's age at the time of the event. Updated to reflect the patient's weight at the time of the event as identified on (B)(6)2019. Updated to reflect the information received on (B)(6)2019. Device UDI updated to reflect the pump unique identifier. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-14. It was reported that the patient had a pump surgery in (B)(6)2015 because their pump was about to stop. The patient reported again that their healthcare provider (hcp) emptied the blood out three times before they were put back in the hospital. The patient also clarified that they were not uncomfortable leaving the hospital after the surgery. The patient was bleeding, corseted up, and scared to leave in that condition. The patient was reportedly made to leave. The patient noted that they "suffered¿really". The patient reported that they believe that the old device was sent to medtronic. The patient made a number of customer service complaints, noting that they got hurt following the surgery in (B)(6)2015. The patient stated that they were a bleeding mess for months and the hospital made the patient leave before they were ready. The patient clarified that they were bleeding inside and the infection occurred after the patient left. No further complications were reported.